Manufacturer narrative:
No product was returned for evaluation. Review of the submitted system controller log files confirmed the reported elevations in pump power/estimated flow; however, the evaluation was unable to conclusively determine a specific cause for the parameter fluctuations. Moreover, a direct correlation between the device and the reported right ventricular dysfunction and aortic insufficiency could not be conclusively determined. The submitted log files contained data from (B)(6)2017- (B)(6)2017, and captured beginning on (B)(6)2017, periods of significantly elevated pump power values over 10 watts (peaking at 17.3 watts), which correlated with elevated estimated flow values up to 12 lpm. The large majority of the captured pump power elevations were associated with pi events. After the fixed speed of the pump was reduced to 9600-9800 rpm, the frequency of elevated pump power/estimated flow values and pi events appeared to decrease. Pump parameters remained stable in baseline ranges throughout the last approximate 2 days of recorded log file data. Despite the observed parameter fluctuations, no atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log files. The patient remains ongoing on vad support. Right heart failure is listed in the instructions for use as a potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported on (B)(6) 2017, that the patient was admitted to the hospital after increases in estimated pump flow and power were observed. The submitted log file was reviewed by the manufacturer¿s technical services representative and the power and flow elevations were confirmed. On (B)(6) 2017, it was reported that the echocardiogram revealed that the patient had right ventricular dysfunction and aortic insufficiency. The patient was discharged to home on milrinone.